Event description:
The ge oec 9800 fluoroscopy system displayed a precharge voltage error during boot up.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a bad battery pack. The battery pack was replaced. The system was tested and operates as intended. The system was released to the customer for use. There was no reported injury or negative effect to any patient as a result of this error. The facility was unable or would not provide any patient information with respect to this issue.